Event description:
Pt had original implantation in 1977. These were replaced in 1978 due to capsular contracture. Suspected rupture calcification, pain, capsular contracture all necessitated removal. Upon removal, rupture of right implant confirmed.